Manufacturer narrative:
Additional information: product available to stryker; device evaluated by mfg, reason for no evaluation and reason code ¿ other. An event regarding disassociation involving an accolade stem and metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other event for this lot. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of accolade/trident because of worn trunnion. Admitted to hospital with pain, x-ray showed dissociation of head from trunnion 44.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of accolade/trident because of worn trunnion. Admitted to hospital with pain, x-ray showed dissociation of head from trunnion 44.